Manufacturer narrative:
The reported event of unacceptable threshold was not confirmed. Final analysis found the complete lead was returned in one piece measuring 52.6 cm. Electrical testing did not find any indication of conductor fractures however an internal short was noted between conductor paths due to procedural damage to the outer and inner insulation was noted at 29.3 cm from the connector pin. All tines were found intact and undamaged. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the right atrial lead exhibited high capture threshold. The lead was not used and replaced. The patient was in stable condition.